Event description:
According to the customer, "the injection syringe that wouldn't stay attached to the manifold. Every time we moved the manifold it came off."

Manufacturer narrative:
According to the customer, "the injection syringe that wouldn't stay attached to the manifold. Every time we moved the manifold it came off. We have seen many problems with the extension not fitting flush with the manifold and causing air to leak into the system. Usually we end up just watching closely, but numerous times it has led to small amounts of air being injected into the coronaries. I have personally seem more air injected into coronary arteries in the last couple of months. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.